Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-procedure, they had a patient who complained of neck pain on her right side and was hospitalized and had a CT scan that showed perforation and was then put on antibiotics. The capsule was placed and captured 24 hours' worth of data. There was no reported patient outcome.